Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported guidewire advancement failure and catheter lumen deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 10/2024.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral antegrade approach, there was strong resistance felt and the device allegedly failed to be advanced over the guidewire. It was further reported that the shaft of the catheter was allegedly kinked and wire lumen crushed. The balloon and the guidewire were removed together as one unit. The procedure was completed using another device. There was no reported patient injury.